Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, mode switch (ams) due to atrial lead noise was noted on the device. An in-clinic follow-up is anticipated to resolve the issue but not yet scheduled. The patient was in stable condition.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Upon review, mode switch (ams) due to atrial lead noise is on the atrial lead, not the device. Related manufacturer report number: 2017865-2019-08952.